Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant influenza a results for 3 patient samples when using the cobas® sars-cov-2 & influenza a/b test assay for use on the cobas® liat® system. Each sample was initially tested on cobas 8800 using the cobas sars-cov-2 & influenza a/b qualitative nucleic acid test. The retests were performed: on cobas liat using 1-cobas sars-cov-2 & influenza a/b nucleic acid test and 2-cobas influenza a/b & rsv. On cobas 8800 using the cobas omni utility channel reagent kit (used by the customer for fluab detection) sample 1 cobas 8800: flua negative for both tests cobas liat: flua positive in both runs/tests sample 2 cobas 8800: positive for flu a with the sars-cov-2 & influenza a/b test, negative with the utility channel reagent kit cobas liat: flu a positive with the sars-cov-2 & influenza a/b test, flua negative with the influenza a/b & rsv test. Sample 3: cobas 8800: flua negative for both tests cobas liat: flua positive with the sars-cov-2 & influenza a/b test (no test performed with the influenza a/b & rsv test). No harm has been reported to date. An investigation is ongoing to evaluate the customer issue. Per FDA¿s eua guidance, 3 mdrs will be filed.

Manufacturer narrative:
The discrepancy is very likely the result of being in the lod range. At this time, no product problem is identified. Data review shows that sample 2, generated a very delayed CT near the cut-off, which indicates the sample is low titer/lod sample. Samples in the lod range can generate wavering results upon repeat. A systems assessment for both analyzers showed no hardware issue and that both instruments are performing as expected. No related non-conformance identified. (B)(4).